Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck at blue screen. The technical support specialist (tss) downloaded the remote support service folder on eft and transferred the installation file on the station. Tss reinstalled the rss, after the installation, selected the edit open with notepad on the dependencies.xml file, remodify the file path and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had encountered an issue and was stuck on the blue screen. The customer stated that this malfunction occurred while dispensing the medication and they unable to get the medication. There were no adverse events or injuries reported based on this event.